Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. (B)(4).

Event description:
It was reported that a patient with an implanted prometra ii pump 20ml underwent explant due to infection. Source of the infection is unknown. It was also reported that the patient is very petite and the pump was protruding out of the pocket. The physician believes the patient did not have enough tissue to support the pump. The physician reported that the pump did not malfunction in any way. Pump is not available for return.

Event description:
Per follow-up, clinical specialist confirmed that the culture was done during explant, and the explant was done the day after the patient came into office and they first noticed the alleged infection.

Manufacturer narrative:
Internal complaint number: complaint- (B)(4).